Manufacturer narrative:
Spinal cord stimulator system implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a system explant procedure, it was noted that the mesh of the absorbable envelope was still partially remaining, after nearly one year implanted in the patient. The remaining mesh was removed. No patient complications have been reported as a result of this event.